Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ all over pain") in a 28-year-old female patient who had essure (batch no. 12566552, a47940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("heavy prolonged periods/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal )"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhoea (cramping)"). In (B)(6) 2013, the patient experienced mood swings ("hormonal changes describe: horrible mood swings, I was fine one minute and then the next I was aggravated and moody. Would cry for no apparent reason."). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy") with dermatitis allergic and abdominal distension ("bloating"). On (B)(6) 2016, the patient experienced ovarian germ cell teratoma benign ("right ovarian teratoma"). On an unknown date, the patient experienced dyspareunia ("painful intercourse"), abdominal pain lower ("crampy"), abdominal pain ("abdominal pain"), anxiety ("more anxious/ anxiety attack"), panic attack ("panic attacks"), migraine ("migraine"), headache ("headache"), nausea ("nausea"), temporomandibular joint syndrome ("dental problems: tmj"), visual impairment ("vision problems"), eye disorder ("eye problems"), depression ("dr thought it was depression"), weight decreased ("weight loss"), balance disorder ("loss of balance"), alopecia ("hair loss"), pain ("all over pain"), fatigue ("fatigue"), proctalgia ("rectum pain") and perineal pain ("perineum pain"). The patient was treated with antidepressants and surgery (salpingectomy, oophorectomy, hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia and migraine had resolved, the menorrhagia, abdominal pain lower, abdominal pain, mood swings, vaginal haemorrhage, headache, nausea, temporomandibular joint syndrome, dysmenorrhoea, visual impairment, eye disorder, depression, weight decreased, balance disorder, alopecia, pain, fatigue, ovarian germ cell teratoma benign, abdominal distension, proctalgia and perineal pain outcome was unknown and the anxiety, panic attack and allergy to metals was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, balance disorder, depression, dysmenorrhoea, dyspareunia, eye disorder, fatigue, headache, menorrhagia, migraine, mood swings, nausea, ovarian germ cell teratoma benign, pain, panic attack, pelvic pain, perineal pain, proctalgia, temporomandibular joint syndrome, vaginal haemorrhage, visual impairment and weight decreased to be related to essure. The reporter commented: number of coils visualized on the left - 2., the number of colis visualized on right: -3. Left side . Diagnostic results: on (B)(6) 2013, hysterosalpingogram showed total bilateral occlusion. On (B)(6) 2016, surgical pathology diagnosis uterus., cervix, bilateral fallopian tubes, hysterectomy; adenomyosis, proliferative endometrium, unremarkable myometrium,transformation zone, no dysplasia seen., unremarkable fallopian tubes. Right ovary with cyst, exclusion: mature cystic teratoma clinical diagnosis and history: pelvic pain. (B) dermoid cyst. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: abdominal pain, dyspareunia, dysmenorrhea, abdominal pain lower, migraine. Lot number:12566552 man date:2013-03 exp date:2015-12. Lot number: a47940 man date:2012-08 exp date:2015-08. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-jun-2018: pfs received- new event perineum pain, right ovarian teratoma, bloating, rectum pain were added. Outcome of migraine changed from not recovered / not resolved to recovered / resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure (batch no. 12566552, a47940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced mood swings ("hormonal changes describe: horrible mood swings, I was fine one minute and then the next I was aggravated and moody. Would cry for no apparent reason."). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), menorrhagia ("heavy prolonged periods/ abnormal bleeding (menorrhagia)"), abdominal pain lower ("crampy"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), anxiety ("more anxious/ anxiety attack"), panic attack ("panic attacks"), allergy to metals ("nickel allergy") with rash, migraine ("migraine"), headache ("headache"), nausea ("nausea"), temporomandibular joint syndrome ("dental problems: tmj"), dysmenorrhoea ("dysmenorrhoea (cramping)"), visual impairment ("vision problems"), eye disorder ("eye problems"), depression ("dr thought it was depression"), weight decreased ("weight loss"), balance disorder ("loss of balance"), alopecia ("hair loss"), pain ("all over pain") and fatigue ("fatigue"). The patient was treated with antidepressants and surgery (had surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, menorrhagia, abdominal pain lower, abdominal pain, mood swings, vaginal haemorrhage, headache, nausea, dysmenorrhoea, visual impairment, eye disorder, depression, weight decreased, balance disorder, alopecia and pain outcome was unknown, the anxiety, panic attack and allergy to metals was resolving and the migraine had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, balance disorder, depression, dysmenorrhoea, dyspareunia, eye disorder, fatigue, headache, menorrhagia, migraine, mood swings, nausea, pain, panic attack, pelvic pain, temporomandibular joint syndrome, vaginal haemorrhage, visual impairment and weight decreased to be related to essure. The reporter commented: number of coils visualized on the left - 2., the number of coils visualized on right: -3. Left side. Diagnostic results: on (B)(6) 2013, hysterosalpingogram showed total bilateral occlusion. On (B)(6) 2016, surgical pathology diagnosis uterus., cervix, bilateral fallopian tubes, hysterectomy; adenomyosis, proliferative endometrium, unremarkable myometrium,transformation zone, no dysplasia seen. Unremarkable fallopian tubes. Right ovary with cyst, 8xclsion: mature cystic teratoma clinical diagnosis and history: pelvic pain. (B) dermoid cyst. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: abdominal pain, dyspareunia, dysmenorrhea, abdominal pain lower, migraine. Most recent follow-up information incorporated above includes: on 2-apr-2018: plaintiff fact sheet and medical records received. Reporters added. Lot number added. Essure indication was added. Events added per pfs: hormonal changes describe: I had horrible mood swings I was fine one minute and then the next I was aggravated and moody. Would cry for no apparent reason, hysterectomy (full), abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: more anxious and was having panic and anxiety attacks, rashes or skin conditions type: rashy complexion from the nickel, migraines / headaches, nausea, dental problems, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vision/eye problems type: worsened, need glasses, fatigue, weight loss, other injury(ies) or complication (s) please describe: loss of balance, hair loss. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ all over pain") in a 28-year-old female patient who had essure (batch no. 12566552, a47940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: caffeine, caffeine and topamax. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("heavy prolonged periods/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal )") and visual impairment ("vision problems"). In (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse"), allergy to metals ("nickel allergy") with dermatitis allergic, migraine ("migraine"), headache ("headache"), nausea ("nausea"), temporomandibular joint syndrome ("dental problems: tmj"), dysmenorrhoea ("dysmenorrhoea (cramping)"), depression ("dr thought it was depression"), weight increased ("weight gain"), balance disorder ("loss of balance"), alopecia ("hair loss"), fatigue ("fatigue") and weight decreased ("weight loss"). In (B)(6) 2013, the patient experienced mood swings ("hormonal changes describe: horrible mood swings, I was fine one minute and then the next I was aggravated and moody. Would cry for no apparent reason."). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced abdominal distension ("bloating"). On (B)(6) 2016, the patient experienced ovarian germ cell teratoma benign ("right ovarian teratoma"). On an unknown date, the patient experienced abdominal pain lower ("crampy"), abdominal pain ("abdominal pain"), anxiety ("more anxious/ anxiety attack"), panic attack ("panic attacks"), eye disorder ("eye problems"), pain ("all over pain"), proctalgia ("rectum pain") and perineal pain ("perineum pain"). The patient was treated with antidepressants and surgery (salpingectomy, oophorectomy, hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia and migraine had resolved, the menorrhagia, abdominal pain lower, abdominal pain, mood swings, vaginal haemorrhage, headache, nausea, temporomandibular joint syndrome, dysmenorrhoea, visual impairment, eye disorder, depression, weight increased, balance disorder, alopecia, pain, fatigue, ovarian germ cell teratoma benign, abdominal distension, proctalgia, perineal pain and weight decreased outcome was unknown and the anxiety, panic attack and allergy to metals was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, balance disorder, depression, dysmenorrhoea, dyspareunia, eye disorder, fatigue, headache, menorrhagia, migraine, mood swings, nausea, ovarian germ cell teratoma benign, pain, panic attack, pelvic pain, perineal pain, proctalgia, temporomandibular joint syndrome, vaginal haemorrhage, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: number of coils visualized on the left - 2., the number of coils visualized on right: -3. Left side. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57.15 kgs. On (B)(6) 2013, hysterosalpingogram showed total bilateral occlusion. On (B)(6) 2016, surgical pathology diagnosis uterus., cervix, bilateral fallopian tubes, hysterectomy; adenomyosis, proliferative endometrium, unremarkable myometrium,transformation zone, no dysplasia seen., unremarkable fallopian tubes. Right ovary with cyst, exclusion: mature cystic teratoma clinical diagnosis and history: pelvic pain. (B) dermoid cyst. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: abdominal pain, dyspareunia, dysmenorrhea, abdominal pain lower, migraine. Lot number:12566552, man date:(B)(6) 2013, exp date:(B)(6) 2015. Lot number: a47940, man date:(B)(6) 2012, exp date:(B)(6) 2015. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received- new event weight gain were added. Weight, concomitant and historical medication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ all over pain') in a 28-year-old female patient who had essure (batch no. 12566552, a47940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: caffeine, caffeine and topamax. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("heavy prolonged periods/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal )") and visual impairment ("vision problems"). In (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse"), allergy to metals ("nickel allergy") with dermatitis allergic, migraine ("migraine"), headache ("headache"), nausea ("nausea"), temporomandibular joint syndrome ("dental problems: tmj"), dysmenorrhoea ("dysmenorrhoea (cramping)"), depression ("dr thought it was depression"), balance disorder ("loss of balance"), alopecia ("hair loss") and fatigue ("fatigue") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). In (B)(6) 2013, the patient experienced mood swings ("hormonal changes describe: horrible mood swings, I was fine one minute and then the next I was aggravated and moody. Would cry for no apparent reason."). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced abdominal distension ("bloating"). On (B)(6) 2016, the patient was found to have ovarian germ cell teratoma benign ("right ovarian teratoma"), 2 years 9 months after insertion of essure. On an unknown date, the patient experienced abdominal pain lower ("crampy"), abdominal pain ("abdominal pain"), anxiety ("more anxious/ anxiety attack"), panic attack ("panic attacks"), eye disorder ("eye problems"), pain ("all over pain"), proctalgia ("rectum pain"), perineal pain ("perineum pain") and asthenia ("no energy, no strength"). The patient was treated with antidepressants, need glasses, surgery (salpingectomy, oophorectomy, hysterectomy) and told to jaw exercise.. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia and migraine had resolved, the menorrhagia, abdominal pain lower, abdominal pain, mood swings, vaginal haemorrhage, headache, nausea, temporomandibular joint syndrome, dysmenorrhoea, visual impairment, eye disorder, depression, weight increased, balance disorder, alopecia, pain, fatigue, ovarian germ cell teratoma benign, abdominal distension, proctalgia, perineal pain, weight decreased and asthenia outcome was unknown and the anxiety, panic attack and allergy to metals was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, asthenia, balance disorder, depression, dysmenorrhoea, dyspareunia, eye disorder, fatigue, headache, menorrhagia, migraine, mood swings, nausea, ovarian germ cell teratoma benign, pain, panic attack, pelvic pain, perineal pain, proctalgia, temporomandibular joint syndrome, vaginal haemorrhage, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: number of coils visualized on the left - 2., the number of coils visualized on right: -3. Left side. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57.15 kgs. On (B)(6) 2013, hysterosalpingogram showed total bilateral occlusion. On (B)(6) 2016, surgical pathology diagnosis uterus., cervix, bilateral fallopian tubes, hysterectomy; adenomyosis, proliferative endometrium, unremarkable myometrium,transformation zone, no dysplasia seen., unremarkable fallopian tubes. Right ovary with cyst, exclusion: mature cystic teratoma clinical diagnosis and history: pelvic pain. (B) dermoid cyst. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: abdominal pain, dyspareunia, dysmenorrhea, abdominal pain lower, migraine. Lot number:12566552 man date:2013-03 exp date:2015-12. Lot number: a47940 man date:2012-08 exp date:2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received. Event: no energy, no strength were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), dyspareunia ("painful intercourse"), menorrhagia ("heavy prolonged periods"), abdominal pain lower ("crampy") and abdominal pain ("abdominal pain"). The patient was treated with surgery (had surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rash, dyspareunia, menorrhagia, abdominal pain lower and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, menorrhagia, pelvic pain and rash to be related to essure. The reporter commented: need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.